Manufacturer narrative:
Based on the currently available info we are unable to determine to what extent, if any, the bard device may have caused or contributed to the postoperative deformation of the mesh as alleged. This MDR includes all patient, event and device info davol has received to date. If add'l info is obtained, a follow up MDR will be submitted.

Event description:
The patient alleges that he was implanted with a bard composix kugel patch on (B)(6) 2009, during an umbilical hernia surgery. He alleges that he has felt pain at his belt line, that has progressively worsened and that he can feel the mesh move and that it feels scratchy inside. He alleges to have subsequently undergone a laparoscopic procedure and the doctors found that the edges of the mesh had curled up and needed to be tacked back down. He alleges that his doctor told him that the mesh needs to be removed as it has bunched up, and is causing him pain. He alleges that a recent CT found the mesh to be rolled inward and his symptoms have continued to worsen.